Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker change out. During the procedure, the right ventricular (rv) lead demonstrated loss of capture at higher output settings. Further inspection identified damage to the proximal portion of the rv lead, which was noted to be flimsy. The physician attempted several times but was unsuccessful. The rv lead was removed and replaced. No adverse patient effects were reported.